Manufacturer narrative:
The ge representative performed an onsite investigation and determined the uninterrupted power supply needed to be replaced. Customer ordered new power supply.

Event description:
The customer reported the system failed to boot up properly. No report of pt injury.